Manufacturer narrative:
The customer allegedly performed their own repair.

Event description:
It was reported that the ankle restraints would not latch/lock due to a broken buckle on the ankle restraint strap. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.